Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer experienced blood glucose (bg) levels ranging between 500mg/dl and "high" on the bg meter and small to large ketones. Manual injections were administered to address the bg level. For the past occlusion alarm, the customer changed their infusion set site, tubing and cartridge. A pump system check was performed with the current supplies and the occlusion alarm was found to be within the infusion set tubing. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump and advised the customer to change their infusion set tubing.